Event description:
It was reported that the implantable cardioverter defibrillator exhibited under-sensing and the device was not mode switching. Programming changes were performed. The patient was in stable condition.